Manufacturer narrative:
A manufacturer representative went to the site to service the system. Testing found that prior to going onsite, local rep had already manually aligned the rotor and performed invalidate home. Doors were already opening and closing without any issues. Verified that the rotor was not straying. No issues found. Could not duplicate issue. Performed multiple door open / close functions without any issues. Performed system checkout. Oarm is operational. Evaluation codes b01, c19, d14 apply to the system checkout. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that while they were going to take their first spin, the o-arm side walls would not close all the way. They tried to reboot system and open and close multiple times. They hugged the side walls to try and push them to close - could hear clicking noises when attempted this. Still said door open on pendant. They tried to press door close again and the o-arm was trying to close and could hear noises but pendant read door open. Manually opened o-arm to crank o-arm to insert pin in rotor, realigning rotor. Completed invalidate home, completed open and close doors, and system is currently functioning as intended. System was likely bumped. The system is now unable to dock and won't go any direction except for up on the pendant. Tried several reboots with no change. There was no patient impact and a delay of less than one hour. It was noted that surgery was aborted and rescheduled. The procedure was aborted after the perc pin was placed. No other incision was made.

Manufacturer narrative:
H6: additional fdd/annex a code added for the pendant saying "door open." Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.